Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was stopped delivering insulin without warning or apparent cause. Customer stated that the insulin pump had scratches in screen. Customer reported that insulin pump had rejected new batteries and declined new battery life.. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected resume anomalies noted. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).